Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced episodes of electrical noise, suspected to be caused by a structural fracture near the device pocket. One episode resulted in an inappropriate shock delivery. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No inappropriate shock delivered.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced episodes of electrical noise oversensing, suspected to be caused by a structural fracture near the device pocket. Currently, this product remains in service and no additional adverse patient effects were reported.